Event description:
A hospital in (B)(6) reported, via our distributor, that the breathing circuit heater wire of an rt205 adult breathing circuit was found to be an electrically open circuit before use. The humidifier's heater wire alarm sounded when they tried to use the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The device is currently en route to the manufacturer for inspection. A lot check revealed no other similar complaints for this lot number. We will provide a follow up report with the results of our investigation.